Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, the patient had a significant anaphylactic reaction due to polymer leak even though the patient was given cordicoids pre-operatively. A residual endoleak remained and the patient required treatment with 9 (nine) ampules of onyx and coils and was then transferred to intensive care. Upon further follow up the patient remains in the hospital but was transferred out of intensive care and continues to be monitored. Additional information: it was reported that during the procedure after three minutes the contralateral limb was cannulated, and the volume of the syringe was still stable. The physician had explained to his colleague that this is an important indicator for safety of the polymer filling process. During the next minute the physician recognized the loss of contrast in the main body and upon checking at the fifth minute, the polymer syringe was empty. Then very quickly the allergic reaction began. It was reported that this caused necrosis, also affecting the spinal cord; however, the patient is recovering slowly and was discharged from the hospital on 25 november 2024 to a rehabilitation facility to recover.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the intraoperative polymer leak and anaphylactic reaction are unconfirmed. The type 1a endoleak and an additional endovascular procedure (to treat the type 1a endoleak) is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. The procedure related harms identified for this complaint were hypotension and necrosis in the spinal nerves. There was a twist of the aortic body. It could not be conclusively determined if the twisting contributed to the reported polymer leak and type 1a endoleak. The final patient status was reported as recovering slowly and was discharged on (B)(6) 2024. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the intraoperative polymer leak and anaphylactic reaction are unconfirmed. The type 1a endoleak and an additional endovascular procedure complaint is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. The procedure related harms identified for this complaint were hypotension and necrosis in the spinal nerves. There was a twist in the fill channel of the aortic body, which may have contributed to the flattening of the first polymer ring and possible apposition issues of the second ring. It is unclear if this contributed to the reported event. The final patient status was reported as remaining in the hospital but was transferred out of intensive care and continues to be monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated g3: awareness date has been updated h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, the patient had a significant anaphylactic reaction due to polymer leak even though the patient was given cordicoids pre-operatively. A residual endoleak remained and the patient required treatment with 9 (nine) ampules of onyx and was then transferred to intensive care. Upon further follow up the patient remains in the hospital but was transferred out of intensive care and continues to be monitored. Additional information: it was reported that during the procedure after three minutes the contralateral limb was cannulated, and the volume of the syringe was still stable. The physician had explained to his colleague that this is an important indicator for safety of the polymer filling process. During the next minute the physician recognized the loss of contrast in the main body and upon checking at the fifth minute, the polymer syringe was empty. Then very quickly the allergic reaction began. It was reported that this caused a very deep necrosis, even affecting the spinal cord; however, the patient is recovering very slowly and was discharged on (B)(6) 2024.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, the patient had a significant anaphylactic reaction due to polymer leak even though the patient was given cordicoids pre-operatively. The patient required treatment with 9 (nine) ampules of onyx and was then transferred to intensive care. Upon further follow up the patient remains in the hospital but was transferred out of intensive care.